Manufacturer narrative:
No ch3034 product samples were returned for investigation. One photograph was provided by the customer for evaluation. One photo confirms the complaint of the above of the tube broke. The device history lot number review for lot number 13743456 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Device not available for evaluation. A picture and lot number were provided. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported during drug infusion, the tube broke. The event occurred during infusion. Device was not reprocessed/resterilized. The package sealed fully. There was no problem after replacing the sample. There was patient involvement, however no report of harm or delay in therapy.